Manufacturer narrative:
The probe was returned without its protective tip cover, and the probe tip was observed to be broken upon receipt. Investigation, including root cause analysis in progress.

Event description:
The facility initially reported that a bent tip on the 25 gauge probe was noticed during surgery. There was no patient injury. No further information is expected. Visual inspection of the returned sample found that the tip was broken.